Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The driving cap was received with the threaded distal tip of the device broken off. The distal tip is stuck within the returned concomitant insertion handle.this is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as the distal tip of the driving cap broke off and is stuck in the insertion handle. The returned device was manufactured in january 2012 and is over 7 years old. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint condition is confirmed as the driving cap was received with the distal tip of the driving cap broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.010.475. Lot: 7720478. Manufacturing site: bettlach. Release to warehouse date: 17.jan.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4542 was used with correct hardness after procedure and documented in DHR file. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: insertion handle for suprapatellar (part # 03.010.440, lot # 11-3173, quantity # 1).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was performing suprapatellar tibial nailing and the insertion handle. The driving cap was broke, and the threaded tip was stuck in the insertion handle. There was no malfunction with the insertion handle because it is intact, however, it is unable to be used because the broken tip of the driving cap was stuck inside the insertion handle. There were no patient impact. Surgical delay was unknown. The surgical procedure was performed successfully. Patient outcome was unknown. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.475, lot: 7720478, manufacturing site: bettlach, release to warehouse date: 17.jan.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material was used with correct hardness after procedure and documented in DHR file. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: insertion handle for suprapatellar (part # 03.010.440, lot # 11-3169, quantity # 1).